Event description:
At about 6 months from primary, the patient came in reporting instability due to a disrupted medial collateral ligament. The surgeon revised the femoral component and the insert to a revision, posterior stabilizaed femur and semicostrained insert as just increasing the liner did not provide enogh varus/valgus constraint. Surgery completed sucessfully.

Manufacturer narrative:
Batch review performed on 26-11-2024. Lot 2335809: (B)(4) items manufactured and released on 29-11-2023. Expiration date: 2028-09-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implant revised; batch review performed on 26-11-2024. Gmk-spherika 02.12. Ka13r femoral component spherika cemented s3+r (k211004) lot 2337253: (B)(4) items manufactured and released on 05-02-24. Expiration date: 2029-01-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue. The developmental instability is a rather commonly described possible complication following tka, because soft tissue may stretch and provide insufficient stability. It is therefore common practice to resort to a thicker insert and recreate soft tissue tension.

Manufacturer narrative:
Clinical evaluation perfomed by medacta medical affairs director: few months after primary tka, the patient had a reportedly unrelated incident that led to the disruption of the lateral ligament. In these conditions, the primary system cannot offer sufficient stability and therefore a constrained device was chosen to replace it. No fault of the implanted device at the origin of this revision operation. Root cause based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue. The developmental instability is a rather commonly described possible complication following tka, because soft tissue may stretch and provide insufficient stability. It is therefore common practice to resort to a thicker insert and recreate soft tissue tension.